Manufacturer narrative:
Evaluation summary - both gore® excluder® aaa endoprosthesis contralateral leg components (plc231400 and plc231200) were returned for evaluation. Examination of the returned devices revealed that the polyimide guidewire lumen had pulled out at the trailing olive on both catheters. There were indentations from the polyimide guidewire evident in both trailing olives signifying that the polyimide guidewire had been bonded at the trailing olive. The deployment knob was still screwed into the catheter of the plc231400 device and the deployment line was extending out of the trailing olive of the catheter indicating that the deployment line was not pulled during the procedure. Based on the available information and evaluation of the returned products, the root cause for the damage to the guidewire lumen on the catheters could not be determined with the currently available information. The reported extending out of the sheath and the withdrawing of the undeployed endoprosthesis into the sheath may have contributed to the event. Additionally, the reported catching of the leading end of the catheter on the introducer sheath may have contributed to the event. Use outside of the gore® excluder® aaa endoprosthesis instructions for use was noted and may have contributed to this event. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position. The IFU states do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and catheter must be removed together. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. During the procedure, a trunk-ipsilateral component was advanced and implanted as planned. Reportedly, as the delivery system of the contralateral leg component was withdrawn into the sheath the device caught against the edge of the sheath. Intra-operative images showed the leading olive/polyimide guidewire lumen had completely separated from the delivery catheter and remained within the patient. A snare catheter was used to successfully remove the leading olive/polyimide guidewire lumen from the patient. Final angiograph showed exclusion of the aneurysm, and the procedure was concluded without any further reported complications. The patient tolerated the procedure.